Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination concludes that the returned device is fractured, tasp exhibits signs of repeated use ( nicked and gouged ) also has fractured on the medial side of the post . All pieces were returned . DHR was reviewed and no discrepancies were found. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured and all pieces were returned.